Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted upon 30 days of receipt.

Event description:
During the procedure, the regatta guidewire did not function properly. It seems that there is an element present at the extraneous proximal part of the hydrophilic coil (possibly plastic) and it obstructed the crossing of the ptca balloon catheter. This extraneous object didn't enter the patient's body but remained attached to the guidewire. To resolve the problem, the guidewire and the ptca balloon catheter were exchanged. The physician did not try to remove the material from the wire. No resistance was met during insertion of the wire. There were no adverse effects to the patient.